Manufacturer narrative:
A ge representative evaluated the system and replaced the hand control. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system displaying an error code. No patient injury was reported.